Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump was completely dead. The customer changed the battery, but the insulin pump would not turn on. The customer experienced a blank display. The customer's blood glucose was 244 mg/dl. Troubleshooting was not performed because the insulin was not present at the time of the call. Advised customer to call back in order to perform troubleshooting when possible. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.